Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10: additional narrative: correction: h6: device codes: upon complaint review, it was determined that the device code that was reported on the initial report was incorrect. Therefore, the device code has been updated accordingly to reflect the correct information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: event description: it was reported by affiliate via complaint submission tool that during a meniscus repair surgery, truespan 24, plga was used to attempt a vertical repair on a horizontal meniscus tear. The 2nd truespan was penetrated at 18mm needle exposure, however the implant failed to secure on the knee capsule. Another truespan 24 plga was then used at the same location and was successful. A total of 5 truespan were used, no issues were encountered on other 4 x truespan used. There was no delay in the surgery time. No patient consequences. The device is available for evaluation. Investigation summary: the device was received at cq, upon visual inspection, one of the implants was received in real eased/deployed condition which shows that the user deployed first implant. The second implant was able to be deployed without any issues. No structural anomalies were observed on both the implants. The complaint cannot be confirmed and was unable to be replicated for reported failure to secure/seat/insert implant on the knee. We cannot determined the root cause why customer experienced the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l73447), and no non-conformances related to the reported complaint condition were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during a meniscus repair surgery, truespan 24, plga was used to attempt a vertical repair on a horizontal meniscus tear. The 2nd truespan was penetrated at 18mm needle exposure, however, the implant failed to secure on the knee capsule. Another truespan 24 plga was then used at the same location, and was successful. A total of 5 truespan were used; no issues were encountered on other 4 x truespan used. There was no delay in the surgery time. No patient consequences. The device is available for evaluation.